Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were none found. Ran occlusion test per dop114 811 as follows reservoirs filled with diluent, and connected to a new infusion set. A reservoir and connector were installed into a 5xx pump. A manual prime was performed on the insulin pump. Fluid flow went through the infusion set and out catheter tip. It was concluded that the reservoir was not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery due to a possible occlusion. The blood glucose reading was unknown. The customer inserted a new battery, and the insulin pump initialized. She stated that she noticed that some of the settings hab een deleted and a battery out limit alarmed. The customer was unable to troubleshoot for the no delivery alarm, since she had removed the insulin pump due to the missing settings. She stated that she would like to return the reservoir and infusion set for analysis. She was assisted with reprogramming the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.